Manufacturer narrative:
Product evaluation: the product was not returned for analysis complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported a suspicion of postoperative optic clouding following an intraocular lens (iol) implant procedure. The patient complained of a decrease in visual acuity. The lens was replaced and the visual acuity of the patient recovered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating that because there was also an after-cataract, a yag was performed. Vision did not improve, therefore the lens was removed and replaced. Expulsive hemorrhage occurred after the procedure but was not associated with the iol or a malfunction. A vitrectomy was therefore performed the day following the procedure. (Unrelated). The vision has not recovered.

Manufacturer narrative:
Product evaluation: the lens was returned in a petri dish. A small amount of dried solution is observed. The optic has multiple scratches. There are two large scrape marks; one on the anterior surface and one on the posterior surface. Multiple areas of yag damage are also observed. The optic dimensions were evaluated (plan view). The optic size corresponds to a manufacturer's lens. The optic has a non-frosted edge which would indicate an specific model. The optic appears clear. The optical resolution is acceptable; lens is in the range of a 16.0 diopter. Two photos were provided that match the returned product. The root cause for the reported issues cannot be determined. The returned lens appears clear. The returned questionnaire indicates the lens was implanted in 1995. It states there was an after cataract and yag was performed. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. Two photos were provided. The lens depicted in the photos is a multipiece lens. It appears to be a manufacturer's lens. It has the t-style haptic weld, which was discontinued in 1998. The lens model cannot be verified unless the dimensions are verified with an approved template. The optic in the photo appears clear. The are four small dark areas that have the appearance of yag laser damage. No other determination can be made. The root cause for the reported issues cannot be determined. The returned questionnaire indicates the lens was implanted in 1995. It states there was an after cataract and yag was performed. (B)(4).